Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) verified that the flow sensor only displayed dashes and the flow reading was not displaying on the central control monitor (ccm) or the pump. The fsr installed a new flow sensor and the issue did not resolve. It was determined that the flow module was the cause of the issue. A new flow module was installed. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) did not observe any apparent issues with the flow module. The flow was displayed on the screen steadily through the entire evaluation.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the flow sensor was not reading flow. The flow module was unplugged, plugged back in and the issue resolved. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.